Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "femoral component fracture due to osteolysis after cemented mobile-bearing total knee arthroplasty". Literature article "femoral component fracture due to osteolysis after cemented mobile-bearing total knee arthroplasty" by chang dong han et al. Published by the journal of arthroplasty was reviewed. The article purpose: describes a case of femoral component fracture due to osteolysis after a cemented anterior-posterior gliding low contact stress (apg-lcs) mobile-bearing tka. The article reports: a (B)(6) year-old male laborer with osteoarthritis underwent a left tka with a depuy apg-lcs kneein (B)(6) 2003. All components were inserted using cement. The patella was also resurfaced. 43 months post-operatively, the patient presented with pain in the absence of any trauma. Radiographs revealed a severe vertical fracture of the femoral component. Electron microscope imaging revealed severe wear of the polyethylene insert. Secondary revision was conducted with an unknown product. Depuy products involved: lcs-apg. Complications: bone injury (1), implant fracture (1), natural wear (1), surgical intervention (1), medical device implant removal (1).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.